Event description:
Customer reported receiving a reading of 236 mg/dl, just before experie3ncing hypoglycemia. Customer's family member provided aid by feeding patient candy and a glass of orange juice. Paramedics were called and stayed with customer until blood glucose levels were at a normal range level.